Event description:
Pt experienced open comminuted fracture of right tibia and fibula with closed head injury and right clavicle fracture sustained in a helmetless motorcycle accident. Nail was implanted on 9/27/1996. Nail was noted as broken on 1/7/1997 and was removed on 7/17/1997.